Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient's nurse described the area as excoriated. There was no alleged device malfunction contributing to the irritation. The rash was reported by the patient's nurse, but there is no indication that the patient received medical intervention for the irritation. The patient's nurse and psr believed that the irritation was not caused by the lifevest. Reporting out of abundance of caution. Outcome of the skin irritation is unknown.